Event description:
It was reported when the pt charges her ipg, the ipg shuts down. The pt can then use her programmer to turn the ipg back on. F/u identified the pt was scheduled for an appointment regarding the issue.

Manufacturer narrative:
The ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.